Manufacturer narrative:
On (B)(6) 2021, it was found that information regarding the suspected medical device was incorrect on the initial report. Manufacturer's reference number: (B)(4) initially, the complaint device was suspected as a mentor device. However, a healthcare professional reported that upon explantation the device was found to be a non-mentor device. The relevant fields have been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced left-sided deflation postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2021.